Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx mini vision 2.0 x 8 mm is being reported under a separate medwatch report number. The stent delivery system (sds) was not returned for analysis which may have aided the investigation. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the patient anatomy was moderately calcified which may have contributed to the stent not being able to fully appose to the vessel wall. It was noted that the stent had a minimal amount of in-stent restenosis. Restenosis is a known adverse event listed in the vision instructions for use. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined.

Event description:
It was reported that during a proximal first diagonal artery stenting procedure, in a moderately calcified lesion, a 2.0x8mm mini vision balloon ruptured upon inflation resulting in a minimally deployed stent. An unspecified balloon was used to fully deploy the stent. Additionally, during this procedure, a 2.0x 8mm mini vision stent that was placed in the left anterior descending artery on (B)(6) 2011 was not fully apposed to the vessel wall and had 40% in-stent restenosis (isr). An unspecified balloon was used to fully deploy the stent and to treat the isr. There was no adverse patient sequela reported. Although requested, there was no additional information provided.